Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system due to difficulty attaching the luer connector to the cartridge and improper connection technique; a healthcare office staff member identified the connector attachment issue, provided troubleshooting and education, and assisted the user in successfully changing supplies. Symptoms included high blood glucose values. Outcomes included transient elevated glucose without professional medical intervention, backup therapy, or hospitalization. Investigation included review of user technique and in-clinic troubleshooting and education. Investigation of this case revealed that user error related to improper luer connector attachment led to inadequate insulin delivery and resultant hyperglycemia, and that correct technique resolved the connection issue. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.